Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare profession reported that, following intraocular lens implant procedure, a filament was noted on the lens, after clearing up the viscoelastic gel from the eye. Additional information was requested.

Event description:
Additional information was received that, there is no harm to the patient associated with the event.

Manufacturer narrative:
The manufacturer internal reference number is: b)(4).

Event description:
Additional information was received. That the physician, attempted to remove the filament using irrigation and aspiration (I/a). However, filament stuck on lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).